Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection). Conclusion: inherent risk of procedure (dissection).

Event description:
During the index procedure, the patient had one resolute integrity drug eluting stent implanted in the lad. It as reported that during implantation with this stent, a dissection occurred, this was treated with a second resolute integrity drug eluting stent. Investigator has assessed that the event was possibly related to the device. It is reported that the patient recovered with treatment.